Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with no tortuosity and moderate calcification via a 6fr crossover sheath. The 5.0x120 mm supera self expanding stent system (sess) was successfully deployed close to the nominal length. Upon removal of the delivery system and following fluoroscopy, there was resistance noted at the point of the sheath and slight force was applied. A second supera stent was deployed proximal to the first stent and during advancement of a balloon for post dilatation, the tip of the delivery system of the first stent was noted to be seen in the tibial peroneal trunk/posterior tibial artery. A snare was attempted without success. Thrombus was noted and the patient was sent to open surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.